Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) right ventricular capture management inaccurately measured the patient's threshold and adapted the output to nominal parameters. Manual threshold testing revealed the correct rv threshold measurements. The ipg was approaching eri, and as result the device was explanted and replaced. No patient complications have been reported as a result of this event.